Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The bending section cover had a hole/cut and the glue was peeling. The eyepiece body had corrosion and the center was off. The image guide fiber was broken. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the protective sheath near the tip of the uretero-reno fiberscope was broken. The fiber could be seen sticking out. The issue was found at reprocessing. No patient involvement reported.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.